Event description:
In a ptca procedure to treat an in-stent restenosis lesion in the native rca, the lesion was predilated with a maverick 2.5/20mm balloon. As reported, a monorail cutting balloon was then used and inflated once at 8 atm and appeared to hold pressure within the stented area. After deflation, it was impossible to retract the monorail cutting balloon out of the stent. The pt sustained a myocardial infarction and was taken to emergent open heart surgery to remove the monorail cutting balloon which was lodged in the stent. The pt is doing fine.